Event description:
It was reported that a merlin.net transmission revealed episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Suggested programming changes were made to device. Patient was fine after event.